Event description:
This spontaneous case was reported by a gynecologist and describes the occurrence of embedded device ("both coils in the myometrium, neither are in the tubes, and both tubes are open") in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. In (B)(6) 2018, the patient experienced embedded device (seriousness criteria medically significant and intervention required). Essure treatment was not changed. At the time of the report, the embedded device outcome was unknown. The reporter provided no causality assessment for embedded device with essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in (B)(6) 2018: both coils in the myometrium, both tubes are open. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a gynecologist and describes the occurrence of embedded device ("both coils in the myometrium, neither are in the tubes, and both tubes are open") in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. In (B)(6) 2018, the patient experienced embedded device (seriousness criteria medically significant and intervention required). Essure treatment was not changed. At the time of the report, the embedded device outcome was unknown. The reporter provided no causality assessment for embedded device with essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in (B)(6) 2018: both coils in the myometrium, both tubes are open quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-sep-2018: after internal review, intervention required was selected. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.